Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery (rca). A 1.5 x 10mm non bsc balloon catheter was advanced, but was unable to cross the lesion. A 1.0 x 5mm unspecified balloon, 2.5 x 15mm non bsc balloon, and 3.0 x 15mm balloon catheters were used to predilate the lesion. The 3.0 x 28mm promus element mr stent delivery system (sds)was advanced, but was unable to cross the lesion. The sds was removed and stent damage was noted. The procedure was completed with another 3.0 x 28mm promus element mr stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).